Manufacturer narrative:
Patient information was unavailable from the site. The suspect clamp was returned to the manufacturer for evaluation. Testing found that the retainer ring on the top of the clamp was damaged and allowed play of the clamp face. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp was reported to have been damaged. The representative reported that the site had a second spinal clamp to use for the procedure. There was no impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.